Event description:
The lay user/patient contacted lfs alleging an error 2 on the one touch select meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that on the evening of the event, the patient first noticed the error 2 message. Since the patient was unable to test a couple of hours later, the patient allegedly felt light headed, and shaky. She then ate more food. She did not seek any further medical attention. The technique of applying blood on the test strip was correct. The test strips were in good condition. The meter is not a new product (out of box). The patient retested using a new vial of test strips and issue was still not resolved. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, diabetes regimen and whether the patient continued to take their diabetes regimen on a regular basis after the issue began. The complaint is being reported since the patient was unable to test due to the reported issue and a couple of hours later obtained symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.